Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had a frayed cable. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.